Event description:
A user facility reported that there was a small crack in the luer-lock connector on the oxygen concentrator housing that was near the red valve on the arterial side. The crack caused a persistent leak during priming. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.